Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Product ID# mc1vr01-delsys. Device return date: 07-aug-2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra. Mc1vr01-delsys / expiration date: 14-aug-2020 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Dev rtn to MFR? No. Mfg date: 02-apr-2019. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) no capture was observed on the second deployment. The physician attempted to recapture the device but the delivery system cone could not meet the device properly and resistance was met when pushing the blue button. It was noted that the leadless ipg had become stuck on the tricuspid valve. The patient went to open heart surgery and the leadless ipg was explanted. It was noted the patient received a maze procedure at the same time. No patient complications have been reported as a result of this event.